Event description:
Customer reported being hospitalized due to dka. The significant event leading to hospitalization was excessive no delivery alarms. Troubleshooting performed, instructed customer to discontinue pump use, resume injections, remove batteris and send pump back for analysis within one week to preserve data.